Event description:
The facility reported a pump with an unk battery problem. This occurred before use. There was no pt injury or medical intervention necessary according to the hosp. Rep. No additional information is available.